Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during bolus. Customer's blood glucose was 11.0 mmol/l. The customer stated device did not fall or become damage or went wet. The customer stated that none of the buttons responded and unable to clear the alarm. The new pump delivered by tnt.